Event description:
As reported to coloplast, though not verified, the patient experienced exposure in the anterior vaginal wall (about 1.5 x 2cm), with visible mesh. Additional information received further reported the patient suffered complications associated with the transvaginal mesh products including severe pain with daily activities and intercourse, severe emotional pain, urinary incontinence, physical deformity, and loss of ability to perform sexually. The patient underwent medical treatment including operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Portions of this event were previously reported via alternative summary report (asr) on 24feb2017, exemption number e2014015. This report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.